Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether reimplantation is planned at the time of this report.

Event description:
It was reported that during an unknown procedure, the first clip was malformed and all the other clips were difficult to fire. Unknown how the case was completed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass toward tissue stop. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues. In addition, the device locked out as intended but the orange indicator was not visible; however, this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.